Event description:
As reported, during a procedure, the optifix straight fixation device is "not fixating the mesh due to empty hitting and poor ejection". There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight device failed to fixate the mesh. Evaluation of the sample finds for bent guide wire and backup tabs. The reported failure to fixate is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2023. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue". The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.